Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced painful intercourse, mesh erosion, and continued stress incontinence.